Event description:
It was reported the patient suffered from pain and chronic heart failure due to inappropriate shocks from the device in response to atrial fibrillation (af) with rapid ventricular response (rvr). The patient was hospitalized and given medication to control the af with rvr and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 457453, lead, (B)(6) 2006; 419388, lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.